Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a defective integrated circuit on the analog board. The analog board was replaced to resolve the issue. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge and would not go into sync mode. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.